Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age not provided/unknown. Patient's gender not provided/unknown. Patient's weight not provided/unknown. Event date not provided/unknown. Device brand name unknown. Device catalog number and lot number not provided/unknown. Reporter's first name not provided/unknown. Device not returned.

Event description:
It was reported that an unknown zimmer implant had fractured, resulting in a loose abutment. The customer believes the implant is a tsv 4.7, but an exact reference cannot be confirmed. Tooth location #3.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: date of this report. Manufacturer. Contact office - name/address. Date received by manufacturer. Follow-up number. Type of follow up. Evaluation code. Additional narratives/data.

Event description:
No further event information available at the time of this report.